Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer (fse) concluded on site that the expiratory cassette had malfunctioned, and replaced it. The expiratory cassette has not been returned for further investigation. Evaluation of the received device logs showed failed pre-use checks tests 5 days before the reported date of event, where the reported pressure transducer sub-test during the pre-use checks tests did not pass. The device logs showed that the pressure transducer sub-test failed several times during pre-use checks tests due to the measurement of the expiratory valve voice coil force was out of range. Our conclusion is that the cause for the pressure transducer sub-test failure during the pre-use checks test was the result of a defective expiratory cassette membrane.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the pressure transducer test failed during the pre-use check. There was no patient involvement. (B)(4).